Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500 model: sc-2218-50. Serial: (B)(6) /(B)(6). Batch: 7101203/7101424.

Event description:
It was reported that the patient had inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed and were not returned.